Event description:
It was reported that the patient's device was measuring impedances "greater than 4,000 ohms on program #4." No intervention was taken. The patient outcome was not provided.

Event description:
Additional information received noted that the patient outcome was resolved without sequelae resolved date: (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v177509, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).